Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 2 mmol/l. Customer¿s current blood glucose level was 4.2 mmol/l. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. Device communicated properly with the guardian link 3 and the test plug. No unexpected suspend (low sensor glucose) alert noted during testing. No pump/sensor communication anomaly or calibration anomaly noted. (B)(4).